Manufacturer narrative:
The patient reportedly is doing well. This is the final report.

Event description:
During a lead placement procedure, the patient's dura was punctured. After the procedure, the patient reported headaches. The surgeon administered a blood patch.